Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the rv exposed coil stretched causing the backfill to come out and coil space separated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted but not used. The lead had placement difficulty getting access and a wire into the heart based on the patient¿s anatomy and apparent scar tissue from chronic leads. The lead prolapsed in the svc and while the physician was working to get the lead down, it appears to have tied in a knot. The physician was able to get the lead straightened; however, upon closer inspection under fluoroscopy, a disruption in the consistency of the rv coil was noted. The lead was removed from implant and a new lead was implanted. No patient complications have been reported as a result of this event.